Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing jolts even when the system is off and that ipg charging frequency had increased. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.